Manufacturer narrative:
Eval method code: device has been returned, but not yet begun. Results = device is awaiting analysis. Analysis: the oxygenator has been returned for analysis; however, testing has not been fully completed at the time of this report. Conclusion: based on the info provided, the cause for this event could not be determined. The device was removed and replaced with no adverse pt effects.

Event description:
Medtronic received info that three minutes after bypass was initiated, this oxygenator's pre-membrane pressure suddenly increased to between 430 and 460mmhg at 1.5l/min flow. After oxygenator, the pressure increased to 210mmhg and the required flow of 3.2l could not be achieved. The oxygenator was removed and replaced, which resolved the issue. There were no adverse pt effects as a result. The device was returned for analysis.